Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. The patient reported chronic discomfort, redness, and tearing in the implanted eye for several months. On (B)(6) 2015, the patient came in for a medical check and was diagnosed with hypotony (intraocular pressure not measurable). There was no choroidal detachment present, but an (B)(6) revealed choroidal folds. The patient was prescribed steroid antibiotic eye drops, and the surgeon decided to monitor the situation. On (B)(6) 2015, the patient came in for a follow-up visit, and was found to have a choroidal detachment. The patient's intraocular pressure was not measurable. On (B)(6) 2015, the patient underwent revision surgery during which additional sutures were placed at the sclerotomy and the pericardium patch was replaced with bovine patch. A conjunctival autograft was placed over the patch as well.